Manufacturer narrative:
The service technician found that a metal tray with casters was placed at the bottom of the frame, and when lowered it interfered with the tray causing the casters to lift off the ground. The service technician stated that there was no defect with the bed itself and that this was human error. A search of the baxter maintenance records showed baxter has not performed preventative maintenance on this bed within the last 12 months. It is unknown if the facility performed any other preventative maintenance on this bed. It is necessary for affinity to have an effective maintenance program. We recommend that you do annual preventive maintenance pm and testing for joint commission certification. Pm and testing not only meet joint commission requirements but can help make sure of a long operative life for the bed. Pm will minimize downtime due to excessive wear.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that during a delivery using an affinity birthing bed, the casters at the foot end of the bed were unintentionally raised approximately 20 cm from the floor. The customer reported that ¿the baby¿s mother may have pushed the button-down during delivery and a ¿cradle¿ for the newborn baby was set aside, near the birthing bed, and when the bed was lowered down the ¿cradle¿ was caught on the birthing bed which may have caused or contributed to the casters being raised. The customer reported that the "newborn baby was so big that the delivery was conducted under shoulder dystocia, and the newborn was confirmed to have paralysis on their left arm." The physician stated that the raised position of the foot-end casters limited access to the patient and prevented the application of suprapubic pressure during delivery. The physician also noted that the newborn may have experienced the left arm paralysis even if suprapubic pressure had been successfully applied. No further information was available at the time of this report.